Event description:
It was reported that 1 bd luer-lok¿ syringe each from lots 1351533 and 2021820 had excessive silicone on them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "excessive silicone".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1351533; medical device expiration date: 30-sep-2026; device manufacture date: 28-jan-2022. Medical device lot #: 2021820; medical device expiration date: 30-sep-2026; device manufacture date: 03-feb-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ syringe each from lots 1351533 and 2021820 had excessive silicone on them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "excessive silicone".

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the eight samples submitted for evaluation for the reported batch 1351533. Of the samples, three were returned for the reported failure of silicone visible. The reported issue of silicone visible was confirmed upon inspection of the samples since all three were found to have strings of silicone present. Bd determined that the cause of the failure was associated to the assembly process of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. Our quality engineer inspected the seven samples submitted for evaluation for the reported batch 2021820. Of the samples, three were returned for the reported failure of silicone visible. The reported issue of silicone visible was confirmed upon inspection of the samples since all three were found to have strings of silicone present. Bd determined that the cause of the failure was associated to the assembly process of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.